Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was missing pixels. It was also noted that the upper and lower cases were broken, the side bail covers and side bails were missing, the ring cover was not the correct part for this model, the battery contacts were compressed, the ring bail was bent and the battery drawer was contaminated.

Event description:
It was reported the device showed two vertical lines in the menu field. The device was returned for service. No patient involvement or complications were reported.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.